Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction stemmed from fh cubie drawer failure. A field service engineer replaced insep latch and reinstalled in the station to resolve this issue. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system sj5cca drawer, situated in the ICU, encountered a malfunction. The customer indicated that the issue arose when the user attempted to dispense medication to the patient, resulting in a delay in the medication delivery. There were no adverse events or injuries reported based on this incident.